Manufacturer narrative:
Initial reporter facility name: (B)(6)hospitals. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anastomotic ring of an unspecified coupler fell out of its bracket. This was observed while passing to the surgeon in the operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.